Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.

Event description:
It was reported that the patient experienced hyperglycemia associated with a bent cannula in cleo infusion set, resulting in inadequate insulin delivery. The infusion site was changed, however elevated glucose levels persisted, and the patient required emergency room treatment and hospitalized due to persistent hyperglycemia, subsequently discharged. There was patient involvement and no harm was reported.